Manufacturer narrative:
(B)(4). Upon follow up with a peritoneal dialysis registered nurse, it was reported that the patient was treated with intraperitoneal fortax (1300mg daily for fourteen days) for peritonitis. The next day, the patient was treated with intraperitoneal vancomycin (1000mg every five days) for the event. Nineteen days later, treatment with vancomycin was completed. It was reported that the patient recovered from the peritonitis event. Further follow up with the patient identified that the patient was using a plastic adapter (manufacturer unknown) during the onset of peritonitis. As a baxter titanium adapter was not being used at the time that the peritonitis occurred, it is no longer being considered as a suspect product for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2014, the patient experienced peritonitis. The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was not reported. In the same month, the patient was hospitalized for the event for one night. The patient was treated with unknown antibiotics (dose, frequency and route of administration not reported) for peritonitis. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this event.